Event description:
It was reported by the rep the device was used during an unk procedure. It was reported that the unk type stapler did not work properly. Surgery was extended for 1 hour. No further info is known at this time. 6/25/98 product was rec'd at msi, they verified the product was a tlc75. Two tcr75 reloads were also sent.